Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, the device was not returned to abbott for analysis. It was reported that approximately three months after the procedure, the stent totally occluded. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting, and is considered to be foreseeable and clinically acceptable in view of patient benefit. There does not appear to be any indications of a stent delivery system quality problem.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: total stent occlusion. Device issue: none. It was reported, via study review, that on november 26, 2006, pre-dilatation was performed at 14 atm, then a pixel was implanted at 10 atm. The procedure was successful. During a follow-up visit on february 14, 2007, it was confirmed that a total occlusion occured due to thrombus in the proximal portion of the stent. No medication was administered. No additional event or patient information is available.